Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus would not calibrate on the programmer. The user was advised to reboot the programmer and attempt calibration using a different stylus. The programmer remains in the field. There was no patient involvement reported.